Event description:
It was reported that the patient was admitted to the hospital due to a systemic infection. The implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead were explanted and replaced several days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 7232cx implantable cardioverter defibrillator (ICD) (B)(6) 2008. (B)(4).